Event description:
Customer reported that 3.4 mm loose body grasper with ratchet broken in two parts during operation. Customer informed that he is not aware what caused the event.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.